Manufacturer narrative:
Corrected fields: e3-occupation, g4-510k. Updated fields: b4, d9, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. The additional initial reporter name is (B)(6). It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss alarm and a condensation formation in the helium tubing. It was also reported by the customer that the patient had just been transferred to the operating room for surgery and for the removal of the balloon catheter. The customer also stated that they troubleshot the gas loss alarm by pressing the iab fill key for 2 seconds which resolved the alarm and then verified there was no blood, discoloration or flakes in the helium tubing. In addition to this, it was also verified that all connections were secure. Esp personnel reviewed the nature of the alarm and explained to the customer the probable cause of the gas loss was due to the repositioning and transferring of the patient multiple times. A screenshot of the helium tubing revealed a small amount of condensation. No patient harm reported. Based off the call details, after patient transport the cardiosave iabp experienced a gas loss alarm and formation of condensation. The most probable root cause can be that during repositioning and transferring of the patient multiple times could have resulted in dependent loops or kinks which could have happened in the helium tubing which results in the formation of condensation. The formation of condensation leads to a reduction of helium passing in which the system picks up as gas loss or as a gas leak in the iabp circuit. As stated in the event description, the fill key resolved the issue and the customer was advised by esp personnel to replace the helium extender tubing if the physician decided to keep the balloon catheter which in turn will prevent the gas loss alarm from sounding again.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp), an or rn, called requesting assistance with a gas loss alarm and condensation from a cardiosave. She reported the patient had just been transferred to the or for surgery and for the removal of the balloon catheter. She had troubleshot the gas loss alarm by pressing the iab fill key for 2 seconds which resolved the alarm. (B)(6) verified there was no blood, discoloration or flakes in the helium tubing, and that all connections were secure. I reviewed the nature of the alarm and explained to (B)(6) the probable cause of the gas loss was due to the repositioning and transferring of the patient multiple times. A screenshot of the helium tubing revealed a small amount of condensation. No harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.